Event description:
Same case as: 2134265-2010-01249. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis and late stent thrombosis occurred. The patient presented with a myocardial infarction. The totally occluded lesion was located in the proximal and mid right coronary artery (rca) which contained a tortuous pass proximal to the lesion. A 2.75x8mm and an unknown size taxus express2 stents were implanted in the proximal and mid rca with a gap between the two stents. No patient injuries or complications occurred. Patient status was satisfactory. Nine months later restenosis was noted between the two taxus express2 stents in the rca. Two non bsc stents were implanted in the rca. No further patient injuries or complications were reported. Patient status was satisfactory. Eleven months after the initial implant, the patient presented with chest pain, a myocardial infarction and unstable angina pectoris. It was confirmed that the rca was totally occluded with thrombus. An intra-aortic balloon pump was inserted and a thrombectomy catheter and balloon angioplasty was used to open the vessel. No further patient injuries or complications occurred. The patient was discharged in satisfactory condition. It was noted that the patient had been taking aspirin and clopidogrel since the time of implant.

Manufacturer narrative:
Therapy date - (B) (6) 2009 event date - (B) (6) 2009 device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).